Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedance measurements, most recently measuring greater than 125 ohms. No noise was observed and the other lead measurements are stable. Technical services (ts) was consulted and offered programming and troubleshooting options. The patient is to be seen in-clinic with the plan to continue to monitor the rv lead at this time. The rv lead remains in service at this time. No adverse patient effects were reported.